Event description:
The customer called technical support (ts) reported that during preventative maintenance, after calibrating the device's touchscreen, it malfunctioned. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse assisted customer with finding touchscreen calibration onscreen, calibration passed. Customer called back in to report touchscreen is malfunctioning. The rse verified touchscreen is not functioning by having customer run touchscreen diagnostics. Provided part number for touchscreen from the service manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter. It is unknown if the customer replaced the touchscreen. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.